Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 118 mg/dl vs. 77 lab. Tests were done within 10 minutes with a difference of 41 mg/dl%. Patient did not experience any adverse events. No further information has been reported.